Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that vascular dissection and slow/no flow is a potential adverse event that may occur and/or require intervention with use of the system. Health effect - clinical code 4581: slow/no flow.

Event description:
The diamondback 360 coronary orbital atherectomy device was unable to cross the lesion in the left coronary circumflex artery (lcx), however, was able to cross after several attempts. Following treatment, a dissection and no flow were observed. Flow was able to be restored with aspiration, medication, and stent placement. The patient was stable.